Event description:
It was reported by the sales rep the device was used during a low anterior resection. It was reported the previously unused stapler was placed on the bowel and fired. It was reported the stapler felt like it engaged and fired properly. The bowel was cut and the stapler removed. The surgeon reported there were no staples present on the bowel and none in the cartridge. A permanent colostomy had to be performed as not enough tissue was left to staple again. Md stated "I cut across with the 30mm linear stapler, and there was nothing" as a result of the incident, the pt rec'd a j-pouch: md attempted to hand sew the anastomosis, "but it failed"; stated the pt developed a case of gangrene; md stated that in all of his 11 years of performing this procedure, he has had only 1 case similar to this one, and that incident involved a us surgical product; md was then asked if the instrument used in this case was an ees product.